Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) loss of capture. The patient was brought in to the clinic and rv loss of capture was confirmed. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.